Event description:
It was reported that the patient underwent a spinal fusion surgery at l4-sacrum and pelvis. Approximately 4 years post op the patient underwent surgery to have the iliac screws removed due to fusion occurring. The bone screw broke during removal due to strong fixation. The broken off portion in the bone was not able to be retrieved. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.